Manufacturer narrative:
No product will be returned and no lot# available. No investigation can be done.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803 the device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. No product will be returned and no lot# available. No investigation can be done. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that protaper shap.25mm/s2 *not ce* file was broken during use. The broken part was not retrieved. There is no patient injury occurred.